Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during preparation, the generator failed to deliver rf power. It would not cut tissue on any mode. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with no problem.

Manufacturer narrative:
Event of generator failed to deliver rf power. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.